Manufacturer narrative:
Initial.

Event description:
It was reported that the user of an ilet system was using meal announcements as corrections with a reported blood glucose value of 339 mg/dl; education was provided on correct meal announcement and high blood glucose protocols, and the event was associated with an improper or incorrect procedure involving the user interface. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication and interviews with the user and analysis of information provided by the user. Investigation of this case revealed no device problem was found, and a usage problem was identified, specifically related to procedure and the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.